Event description:
User experiencing cortisol results that are 50% higher when using a new type of collection container for saliva samples. The green tip draw tube, used for all saliva types, recovered with a result of 2 ug/dl. The newer blue top draw tube, specific for cortisol salive specimens, recovered with a result of 6 ug/dl. If add'l info is received, appropriate notification will be provided.